Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes therapy consultant that the customer stated in the past two years they tried to commit suicide and went to the hospital and their blood glucose levels were low. The customer declined to speak with the 24 hour help line. No further details were provided.